Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. Unit had cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 400 mg/dl. The customer's mother reported that their daughter had four bent cannula and no delivery alarms. The mother also stated their insulin pump was not dropped or bumped. It was also found the customer was able to lower their blood glucose to 200 mg/dl with their back-up plan. Customer's insulin pump will be replaced. No additional information provided.